Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 115 mg/dl. The customer stated that during the rewind and prime process, the insulin pump would not move pass the fill tubing process and kept wanting to reset. The serial number sticker had completely rub off and she could not read it. The customer also reported that they were received a compromised force sensor system alarm. Troubleshooting was performed. It was noted that the drive support cap was sticking out. The customer did not recall pressing the cap while connected. They were unable to navigate through the insulin pump due to the compromised force sensor system alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.